Event description:
Caller reported that the pump battery would not charge and received a power source alert. There was no adverse impact to the customer's blood glucose level. Caller resolved the issue by plugging the charging cable into a wall adapter, which allowed the pump to begin charging, and no further assistance was required.